Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) revealed a subacute to chronic right parieto-occipital lobe infarction. Magnetic resonance imaging (MRI) revealed acute infarction throughout the cerebellum and posterior right middle cerebral artery reportedly from an embolic source. Six days following the valve implant, the patient was discharged home with residual symptoms treated with outpatient physical therapy. No other adverse patient effects were reported.